Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated an error code #1113 (invalid test result, read value #) generated on a pt sample on the axsym digoxin iii assay. There was no impact ot pt management reported.